Manufacturer narrative:
Calibration was performed successfully before the event. Customer performed qc after the event and results were out of range for levels I and ii. All samples run in the morning were re-tested on a different instrument. Hotline sent an electrode sensor, and the glucose channel has been working fine. The electrode sensor was close to the expiration date of 6 months on the instrument. The electrode sensor is unavailable for return to bci. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low glucose results generated by the unicel dxc 800 pro synchron clinical systems. The results were reported out of the lab. The samples were re-tested on a different instrument and higher results were obtained. Corrected reports were issued. No affect to patients per the customer upon speaking with the physicians.